Event description:
An extraneous strand of plastic was found around the circumference of the strip vial opening. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.